Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va0tkwk, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had redness and puss from the lead insertion point and implant site. Antibiotics were administered and the patient had a culture on (B)(6). The system was scheduled to be removed on (B)(6) 2017. It was reported that the patient had a (B)(6) infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient's device would be removed the day after the report. No further information reported.